Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2019 for non-malignant pain. It was reported that the patient was only feeling stimulation on one side starting the day that they were implanted. Additional information was received via a manufacturer representative from a health care professional regarding the patient on (B)(6) 2019. It was reported that the patient was not feeling stimulation on the left side. The patient has a left and right lead placed peripherally. Impedances were fine post-implant, and the office has been doing weekly impedance check and everything had been fine up until the day that the additional information was received. At the time of the report, a pair impedance reading had the following measurements: 0-1 720 ohms, 0-2 20 ohms, 0-3 260 ohms, 0-4 820 ohms, 0-5 720 ohms, 0-6 660 ohms, 0-7 700 ohms. It was confirmed that contacts 0-3 are for the left lead. The manufacturer representative speculated about tissue/fluid build-up around the lead. The patient was able to be reprogrammed using electrode 1 which resolved in the patient feeling stimulation when they left the office. The patient was scheduled for a follow-up appointment for the following week. The loss of stimulation on the left side was not determined. The physician¿s office was going to continue to monitor the impedances to assure that the numbers do not continue to go down. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.